Event description:
It was reported that during patient treatment, ventilation was interrupted and alarms were generated. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the ventilator generated alarms during patient treatment. The clinical staff reported that ventilation was interrupted, and the ventilator was perceived as having ¿stopped¿. The issue was resolved by restarting the device and replacing the expiratory cassette and patient tubing. No patient harm was reported. Further feedback from the healthcare provider stated that moisture had accumulated in the expiratory cassette despite the presence of an expiratory filter. The expiratory patient tube was reportedly full of fluid. The staff was unable to resolve the alarms until the expiratory components were replaced and the ventilator restarted. Our service technician conducted a functional and technical assessment on april 10, 2025. The ventilator had remained in continuous clinical use from the time of the incident through march 31, 2025, with no further issues. A full pre-use check and functional verification confirmed proper device operation. No hardware or software faults were detected. The ventilator log files were reviewed. Due to continued operation after the incident, the event log was overwritten so could not be investigated. The available technical log did not reveal any technical errors or malfunction codes corresponding to the reported time of the incident. Pre-use check prior to ventilation were successfully completed, and no device shutdown was recorded. In conclusion, the ventilator behaved as designed by detecting a flow disturbance likely caused by fluid accumulation in the expiratory circuit. The alarms notified clinical staff appropriately. The device did not shut down or malfunction. The root cause of the incident appears to be excessive moisture in the patient circuit, which affected ventilation but was not a result of device failure. The device functioned within specified parameters.

Event description:
Manufacturer's ref #: (B)(4).